Manufacturer narrative:
The results of this investigation concluded that tearing was observed in the base of all three leaflets. Fibrous pannus ingrowth was observed on the inflow base of leaflets 2 and 3. No inflammation or significant calcification was observed. No evidence was found to suggest the cause of the tearing and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was implanted. In late 2016, aortic leakage was observed. Since then, the patient's condition gradually became worse and the leakage became severe. The patient was admitted to the hospital and on (B)(6) 2017, the valve was explanted due to aortic regurgitation caused by a leaflet tear. A 21 mm sjm epic supra valve was implanted. Per report, upon explant of the trifecta valve, the leaflet appeared torn at the stent post between the non-coronary cusp (ncc) and the right coronary cusp (rcc) toward the ncc. Also, there was thinning of the cusp observed at the commissure between the left coronary cusp (lcc) and ncc. Per report the user assumes the leaflet tear was caused by any mechanical stress due to increased blood pressure. Per report, the patient's postoperative course was uneventful and the patient is recovering and making good progress.